Event description:
Customer reported that the rn squeezed a hot pack to activate, the hot pack burst, spilling contents on her pants, shoes, and scrub jacket. There was no contact with skin, no injury or medical treatment required.

Manufacturer narrative:
Device history record review was completed on the reported lot v2c011. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. We received one sample for evaluation. The sample was already activated. The root cause was determined to be torn pouch. The site will continue to monitor complaint trends. A cross-functional team has been established to closely monitor burst complaints; the team is focused on identifying root causes of failure for samples returned to minimize reoccurrence.